Event description:
The facility's biomed reported a fail code 812:02, which occurred when the device was turned on during biomed testing. Additional contact information was requested but no additional contact was identified. The biomed stated that there have been no reports of any patient incident involving this pump since the last baxter service event.